Event description:
It was reported that the customer needed assistance in priming and customer was experiencing high blood glucose. Customer stated that the blood glucose was 400 mg/dl and it's been going up. Customer's blood glucose was 414 mg/dl. She stated she had a steroid shot and blood glucose has been high. Customer stated that during set changed, when filling the cannula she felt the insulin was running into her skin. Customer's recent blood glucose was 300 mg/dl. The customer was assisted in priming process and will monitor blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.